Manufacturer narrative:
Follow-up #1: date of submission 02/29/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: reboots were observed in the black box download. The battery compartment was found to be cracked along side of pump. The battery cap was unavailable for testing; a test cap was used for investigation. The pump powered on normal with no alarms. The pump was exercised for 24 hours with the test cap with no power issues. Corrosion was observed in the battery compartment. A leak test verified a leak at the battery compartment. The pump was opened and there was no further evidence of moisture found. No damage was found to power circuit. The reported, ¿no power¿, complaint was not duplicated during investigation.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.